Event description:
The user facility reported that an "oily substance" was leaking from underneath their washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the knight chemical delivery system was leaking lubricant. The lubricant hose had split before the solenoid valve. The solenoid valve had a broken wire and was not getting energized. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.